Event description:
An endurant ii stent graft system were implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that patient presented in the emergency room with pain. A CT scan was done that showed a type iii endoleak between components. The CT demonstrated a type iii endoleak into the aneurysm that appeared to come from the gate area. The physician took the patient to the operation room. A cutdown and angiogram were done. The angiogram did not demonstrate an endoleak. Because the CT showed a type iii endoleak at the gate area, the physician placed an endurant ii limb stent graft extending from the top of the gate into the existing iliac limb to bridge the endoleak at the gate. Patient's pain was gone after the intervention, however, it remains unclear if the intervention resolves the endoleak. Per the physician, since the angiogram did not show an endoleak, the resolution or the cause of type iii endoleak remains unknown. No additional clinical sequelae were reported. Patient continues to be monitored by the physician.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that per the physician, the patient was doing very well after the secondary intervention.